Manufacturer narrative:
The reporter declined an offer of service from physio-control. Physio provided description of logged fault code and corrective action related to fault. This information is located in the device service manual.

Event description:
According to the reporter, a third party biomedical technician servicing a customer's device, the device illuminates a flashing service wrench and logged fault code relating to the boot-up selftest. There was not patient use associated with the reported event.